Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pull ring was separated from a minicap transfer set. This issue was found before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation and an evaluation is complete. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. The sample was received in an open pouch with blue pull cap attached. A visual inspection was performed with the naked eye with no issues noted. Functional testing was performed which included leak testing, clear passage testing, and clamp function testing. The reported problem was not verified. Should additional relevant information become available, a supplemental report will be submitted.